Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the bottom drawer had failed. The customer reported that a malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) opened the back panel and found that the latch hard stop had become disconnected from the side of the drawer. After some searching, the fse found the screws that had fallen out and reinstalled the hard stop using those screws. The fse then reconnected the pixie bus cable and restarted the station. Once the application had finished launching, the user logged into the station and successfully recovered the failed drawer. The system functioned as intended after the field service engineer repaired the device.